Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displayed excessive error code 137 were observed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the video generator board to resolve the issue. The stm completed preventative maintenance (pm) and the unit passed all functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displayed excessive error code 137 were observed. There was no patient involvement, and no adverse event reported.